Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-01458. It was reported that the burr was stuck on wire and foreign material was noted. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.75mm rotalink plus and a rotawire were selected to treat target lesion. During withdrawal with dynaglide, it was noted that the rotawire and burr were stuck. The entire system had to be withdrawn. It was further noted that the rotawire was able to retract when it was outside the patient. Also, there was a fiber-like stuck near the shaft of the rotaburr when the burr was retracted. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Device analysis observed that the guidewire is kinked at 72cm and 126cm approximately from the proximal end. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-01458. It was reported that the burr was stuck on wire and foreign material was noted. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.75mm rotalink plus and a rotawire were selected to treat target lesion. During withdrawal with dynaglide, it was noted that the rotawire and burr were stuck. The entire system had to be withdrawn. It was further noted that the rotawire was able to retract when it was outside the patient. Also, there was a fiber-like stuck near the shaft of the rotaburr when the burr was retracted. The procedure was completed with this device. No patient complications were reported and the patient's status was good.